Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the ¿big pain¿ in the patient¿s left hip had returned. The onset of the pain was gradual and they could feel it more so when they had a bowel movement. When the patient had to wipe themselves after a bowel movement they felt pain when they reached over to the left. This movement to the left brought on the pain suddenly. The patient checked their implantable neurostimulator (ins) with the patient programmer and tried to make adjustments with their groups. The patient was on group a and changed to group b, but group b wasn¿t effective to get stimulation to their left side and cover pain so the patient moved back to group a. The patient wanted assistance to see if group b could be made to help. Stimulation was confirmed to be on during the call. The patient was on group a at 9.00v. The patient stated that they thought their health care professional (hcp) said that group b would help with their pain. The patient changed to group b during the call with assistance and successfully increased stimulation until they could feel it comfortably at 3.50v. It was reported that this did not help cover their pain in the area that they needed it. The patient only had groups a and b to try. The patient stated that they would leave stimulation where they had set it and call their health care professional (hcp) for an appointment to see a manufacturer representative. The gradual return of left hip pain had started 1 or 2 days ago in (B)(6). It was also noted that the patient had a home help aid who was helping the patient.

Event description:
Additional information was received from that patient that reported that the steps taken to resolve the return of left hip pain and sudden pain with positional movement was that his spinal cord stimulation was programmed to reach the painful areas. The patient has yet to consult with their health care provider regarding the groups not effectively covering the pain in the area that he needs it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.